Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended and a replacement timeframe was discussed. This device remains in service. No adverse patient effects were reported. This product is part of the emblem s-ICD premature depletion update 12/03/20 advisory population.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended and a replacement timeframe was discussed. This device remains in service. No adverse patient effects were reported. This product is part of the emblem s-ICD premature depletion update 12/03/20 advisory population. It was reported that surgical intervention was undertaken. This device was explanted and replaced. No additional adverse patient effects were reported. The product return was requested. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.